Event description:
The customer reported that they were not able to pace with the electrodes. The customer did not provide any additional information on the patient's outcome or product. The device will not be returned for evaluation.